Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.1 and 1.2 were not detected on bus. A field service engineer checked controller board and showing correct flashing lights on drawer, reseated all row board connections and pyxibus cables, drawer was now showing cubies and was functional. The system functioned as intended after the field service engineer repaired the device. E1: facility name: ascension via christi regional medical st francis campus.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawers 1.1 and 1.2 were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.